Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot 31700488l and no internal actions related to the complaint were found during the review. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced a symptomatic cerebral infarction. A cerebral infarction was confirmed in a patient who had undergone ablation procedure using the reported varipulse catheter, after three days from discharge. Although the patient was discharged the day after the ablation, the patient had abnormal sensations in the hands and feet from the time of discharge. Because the upper-limb weakness and unsteadiness while walking did not resolve over time, the patient visited the outpatient clinic on (B)(6) 2026 (¿the patient walked into the outpatient visit¿). A computed tomography (CT) scan showed findings of cerebral infarction. After consulting neurology, the patient was determined to have a mild cerebral infarction; hospitalization was not required and outpatient follow-up was planned. Physician assessment of the health problem is non-serious (moderate/minor). At the time of reporting, the causal relationship between the event and the product is unknown; however, the activated clotting time (act) during the initial ablation was 340 seconds, which was lower than specified, and this may have been a contributing factor. The irrigation flow was changed to 30 ml, but a cerebral infarction occurred. The physician expressed safety concerns, suggesting there may be a more fundamental problem with the device itself rather than the irrigation. There were no abnormalities observed prior to or during use of the product. The physician did not mention that the acunav caused the adverse event (ae).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).